Event description:
The device was returned due to the unit being unable to reach the downstream-occlusion alarm threshold and couldn't exceed 11 psi during testing. The results of the investigation confirmed the reported issue. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the reported issue was confirmed. The downstream occlusion (dso) sensor and cam shaft were replaced to fix the issue.